Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had observations of high out of range pacing impedances greater than 3000 ohms and no capture. An x-ray was performed and revealed a kink near the clavicle. A revision procedure was planned, but the lead remains in-service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the lead was explanted, and there were surgical observations of insulation damage consistent with clavicular damage. The lead tip was not able to be extracted intact, so the proximal end was cut and the distal end needed locking styles to be removed. The whole system was explanted and moved from the left to the right side of the patient. No additional adverse patient effects were reported.